Event description:
Ventilator in use. Rt noticed that the dc light was flashing red which indicated that it was running on battery power even though the vent was reported to be plugged into the wall outlet. Rt said he touched the screen and the machine turned off and was unable to be restarted. Ventilator removed from service. No adverse effect on the patient.